Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed that all of the required etching is reversed on the part and, as a result, the holes are mislabeled as noted in the complaint description. The 1.8 mm drill sleeve, head and compression spring from the side that should be marked as 1.8 mm were not assembled to the part and were not returned. The markings for 1.8 and 2.4 have been marked through and the corrected numbers written in black marker in their place. The part is etched incorrectly and this condition has been noted on two prior valid complaints. An internal corrective action has been opened to address the root cause of this issue.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that instrument 323.202 is etched incorrectly. The push side is etched 1.8, when it should be 2.4, and the guide side is etched 2.4 and it should be 1.8. No impact on any patient or procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Placeholder.